Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive troponin (accutni) results. The event will be assumed to be worst case scenario and that the false positive accutni patient results were recovered above the ami cut-off with repeat results recovering within the normal reference range. The customer was asked to provide specific data to include patient's demographics, sample data report, and date of event; however, the customer declined to provide this information. The results were reported out of the lab. The customer did not report an effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The laboratory has an accutni patient sample repeat analysis procedure, which includes repeating critical patient samples. Further details of the procedure and criteria were not supplied. Additionally a delta check system process is in place to alert the customer of change in patients' results. Plasma samples are utilized for accutni assay analysis. Specific centrifugation data was not supplied. No specific event qc data was supplied. The instrument is currently performing within qc specifications upon contact with the customer. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.